Manufacturer narrative:
All available information was investigated, and the reported issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported difficult single gripper actuation was determined to be a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, an exception (issue) is referenced. The investigation evaluated the reported issue, and the engineering group determined the probable root cause to be related to the automated mandrel loosening portion of the equipment and insufficient methods to identify torn liners and/or gripper actuation issues. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip (31113r3016) was inserted and deployed on the mitral valve however, after deployment, it was observed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was going to be implanted. However, during preparation of another xtw clip (40108r1026), it was observed one of the grippers was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was not used and was replaced. An xt clip was then inserted and deployed, stabilizing the slda and reducing mr to a grade of 1-2+. There was no clinically significant delay in the procedure.